Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open vascular procedure, the surgeon had severed vessel. A new device was used to resolve the issue and complete the case. There was no patient injury.